Event description:
Had allergenic type reaction to iodoform packing strips. Exact size (product number ) not known. Required return trip to doctor's office for packing strip removal, which seemed to slowly resolve symptoms. Nurse stated that the packing strip was cause of reaction. Packing strip was replaced with plain packing strips, without apparent return of or increase in symptoms. Pt related the symptoms to be strange taste in mouth and tongue swelling. Called dr's office and was told to come in right away. Did not require hospitalization or any medications.

Manufacturer narrative:
No lot number or sample provided for evaluation. The most recent complaint trends show no unexplained upward trends for this product relative to the reported complaint category. No further action will be taken at this time.